Event description:
A customer contacted beckman coulter inc. (Bec) and reported that their unicel dxc 800 pro synchron clinical system total protein (tpm) module generated one (1) erroneously low patient result. Customer re-tested patient sample and repeated result was higher. The low result was not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The sample was drawn in a bd vacutainer. Qc level I was running low; no specific information was supplied. Hotline had the customer change the sample probe, lamp and check the syringe. There is no indication that service was dispatched for this event. A clear root cause of this event is unknown.